Manufacturer narrative:
(B)(4). B5 describe event or problem - correction the following statement in the initial MDR, "when paramedics arrived, they checked his bg was and it was in the low 40s mg/dl." B6 relevant tests/laboratory data,inclu - correction to the following sent of values in the initial MDR, "cgm ni; bg meter 40s mg/dl".

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient stated the cgm was reading 300 mg/dl and was unable to check his blood sugar manually. The patient later fainted and one of his children called an ambulance. During his fall, he hit his forehead on the floor. The patient had unconscious for about 12-15 minutes. Paramedics arrived at 7:00pm and were able to stabilize the patient (treatment information unknown) and transported them to the emergency room. At the ER, the medical staff took a bg reading and it was 40 mg/dl while the cgm was still 300 mg/dl. A CT scan was performed, and the results were normal. They provided IV unspecified medication, ¿sugar bite a gel like¿ and ibuprofen. The patient was in the ER for 3-4 hours. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the time the patient was symptomatic or while paramedics were with the patient. The reported glucose values fall within the e zone of the parkes error grid when the bg was checked in the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient stated the cmg was reading 300 mg/dl and was unable to check his blood sugar manually. The patient later fainted and one of his children called an ambulance. During his fall, he hit his forehead on the floor. When paramedics arrived, they checked his bg was and it was in the low 40s mg/dl. The patient had unconscious for about 12-15 minutes. Paramedics were able to stabilize the patient (treatment information unknown) and transported them to the emergency room. At the ER, a CT scan was performed, and the results were normal. They provided IV unspecified medication, ¿sugar bite a gel like¿ and ibuprofen. The patient was in the ER for 3-4 hours. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the time the patient was symptomatic or while paramedics were with the patient. No additional patient or event information is available.